Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and blood leakage in hemostasis valve. It was reported that during the operation, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and blood leakage in hemostasis valve. It was reported that during the operation, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the shaft of the device and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. A device history review was performed for the finished device number 60000616 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The dislodgement of the hemostatic valve could be related to the hemostatic valve leak issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the separation of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).